Event description:
Procedure: nephrectomy. According to the reporter: the client reports that on a live donor, when the instrument was applied, the artery was cut. Bleeding occurred which was stopped by clamping. The patient status was reported as well.

Manufacturer narrative:
Initial report sent to FDA on 09/18/2009.